Event description:
A pt service rep (psr) contacted zoll customer support before fitting a pt to report that the battery pack was faulting on the charger. The psr was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults on charger) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon eval, the battery cells had a low output voltage. The cause of the non-functional battery is defective cells with a low output voltage. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.